Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the unit did shut itself off at random. This occurred due to a faulty power supply. During testing the unit was left on for 30 minutes before it powered itself down. Additionally, the converter on the device needs replaced. The clicking noise was caused by a faulty lamp igniter. Minor cosmetic wear and tear were noted. The scope side locking mechanism was not functioning properly, which caused damage to the scope socket and support coil. The lamp life meter read at 400 hrs, it is recommended that the lamp be replaced as well. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source was shutting off at random during preparation for use. According to the initial reporter, the device was making a clicking noise when turning on the light source. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, the reported event was likely cause by age deterioration due to long-term repeated use. Reportedly, the power supply was repeated turned ¿on/off¿ intermittently due to a failure of the internal power supply. It is believed that the internal power supply component failed. Olympus will continue to monitor the field performance of this device.